Manufacturer narrative:
Conclusion: investigation results indicated that cardiac dysrhythmias (i.e. Atrial fibrillation) are known potential adverse events per the IFU. These issues can be resolved with the implant of a permanent pacemaker. Based on the received information, the patient's issue for atrial fibrillation was resolved with cardioversion, and also a permanent pacemaker implantation. The valve remains implanted. This report is being submitted as part of a historic clinical review of adverse events contained within the randomized surgical valve arm of the corevalve us pivotal study.

Event description:
Medtronic received information that three days post implant of this aortic bioprosthetic valve, the patient had a heart rate of 140-160 beats per minute and atrial fibrillation (afib). The following day, a cardioversion was performed. The patient went back to afib with a heart rate of 176 beats per minute. The physician determined that this was related to the patient's device, and a permanent pacemaker was implanted. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.